Event description:
IV infiltration of left arm using an imed 965 pump and a quick-cath with solution containing calcium gluconate. 1.5cm x 1.5 cm area became necrotic. Will leave a scar.other devices involved: quick-cathgeneric name: intravascular teflon cathetermanufacture name: baxter healthcare corporationevent description: IV infiltration of left arm using an imed 965 pump and a quick-cath with solution containing calcium gluconate. 1.5 cm x 1.5 cm area became necrotic. Will leave a scar.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.